Event description:
The customer reported that the variax distal - radius plate has broken, it is further reported by the sales rep that the customer has not provided details of the product and lot code and that the surgeon is conducting his own investigation into the plate. It is further reported that there are no adverse consequences.

Manufacturer narrative:
Actual device is not available to stryker. Evaluation will be conducted and reported in follow up.